Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the syringe and reader camera. The fe performed instrument adjustments and ran diagnostics. The customer successfully ran qc. Repairs have returned the instrument to expected operation. (B)(4)